Manufacturer narrative:
Device passed the displacement test and self test. No unexpected time or clock anomalies noted. No frozen screen noted during test and time clock advances properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that every time he changed the battery the insulin pump did the count down and he had to reenter time and date. The customer's blood glucose level was unknown. The customer stated that it was losing the memory (time and date) whenever they need to change batteries and this had happened the last three times and they were worried that it would lose all of the programming and historical data. The insulin pump will pump will not be returned fro analysis.